Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. Fse checked all electrical connections for loose connections and none were found. Fse then checked machine with trainer and balloon for more than 1 hour and no burning smell was observed. Machine was working ok. The iabp unit was cleared for clinical use and released to the customer. A supplemental report will be submitted upon completion of our investigation

Event description:
It was reported that before use the sys98 intra-aortic balloon pump had a burning smell. There was no patient involved; thus there was no adverse event reported.

Manufacturer narrative:
Contact number and event site postal code: (B)(6).